Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva tpn bag leaked from the seal at the bottom right corner. This was observed after the bag had been compounded with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection of the bag was performed and noted a tear along the lower right corner of the bag. Functional testing was performed and observed a slow leak from the tear. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.